Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off.

Event description:
It was reported that the customer received an alarm and may have slept through the alarm. The customer's blood glucose level was impacted (477 mg/dl). During troubleshooting with tandem technical support, contact indicated that the customer may not have interacted with the pump for an extended period of time prior to the alarm. The auto off safety feature was discussed and the importance of addressing alarms when they occur. Contact acknowledged.